Manufacturer narrative:
Upon further investigation, the failure mode is unknown. The quality control recovery was within acceptable limits. There is no evidence of a reagent malfunction. This event is no longer reportable.

Manufacturer narrative:
The customer used a new cartridge of creatinine reagent to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported receiving erroneous creatinine patient results on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change to patient treatment in association wit this event.